Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a multifiltrate pro machine suddenly had a persistent high sound and treatment had to be stopped 22 hours into a patient¿s continuous renal replacement therapy (crrt). The device was shut down. The patient¿s blood was not returned, and as a result they experienced approximately 200 ml of blood loss. The sample was reported to not be available for evaluation. Additional information requested but has not been obtained.

Manufacturer narrative:
Investigation: the review of the complaints revealed that the reported failure type represents a known event. The 9040.1 error code is a collective error code for all kinds of pgm (poisson, gaussian, and multiplicative) miscalculation. There are many sources of pgm error. Pgm errors result in the described 9040.1 error on the dialysis machine. As this type of pgm error can be caused by different causes, there is currently not a single root cause. A 9040.1 error usually leads to the termination of the treatment and to the stop of the machine. After restarting the device, the treatment could be continued. Manual blood reinfusion should always be possible and is described in the instructions for use (IFU). The 9040.1 error is considered within the scope of the product improvement. A review of the device history record (DHR) is found to be not necessary due to the fact that the failure/ complaint can be clearly attributed to the failure mode design. Based on all performed investigations/evaluations the described behavior could be reproduced. There are no indications on the basis of received complaint information and all investigations that the product deficiency is related to falsification or an unauthorized configuration. The residual risk is broadly acceptable. For details see attached risk evaluation.

Event description:
It was reported that a multifiltrate pro machine suddenly had a persistent high sound and treatment had to be stopped 22 hours into a patient¿s continuous renal replacement therapy (crrt). The device was shut down. The patient¿s blood was not returned, and as a result they experienced approximately 200 ml of blood loss. The sample was reported to not be available for evaluation. Additional information requested but has not been obtained.